Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Two sensors were returned for device evaluation. Both with the lot number of 5178572; therefore, it is unknown which sensor is the complaint device. Visual inspection was performed and the sensor wire was missing from the housing puck on both devices. The reported missing sensor wire was confirmed. A root cause cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible missing sensor wire on (B)(6) 2015. The distributor did not report any injury or medical intervention.